Manufacturer narrative:
(B)(4). G2: foreign, event occurred in poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the black component of the handle used to deploy the implant was blocked, and the implant failed to deploy despite repeated attempts. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this malfunction. An alternate product was used to complete the surgery. Attempts have been made, and no further information has been provided.